Event description:
It was reported that during a device changeout procedure, the "physician noted space left at the end of the barrel after the chronic right ventricular (rv) lead was inserted into new device header." It was confirmed the lead passed the tug test and had good measurements, indicating a good lead to device connection. No further intervention was done, and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.